Manufacturer narrative:
Other applicable components are: product ID 977a275 lot# serial# (B)(4) implanted: 2017-02-22 explanted: 2017-06-07 product type lead product ID 977a275 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead product ID 3708140 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 201 product type extension product ID 3708140 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type extension h6: fdc 22 applies to (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The rep stated that the patient has an infection, and they are planning on having their entire system removed on (B)(6) 2017. They added that the device itself was operating fine, but the patient¿s incisions keep opening and there was pus. It was noted that the incisions were at the ins site, and the midline. The rep mentioned that the implantable neurostimulator (ins) is discharged, and that their clinician programmer reads ¿ins is discharged, charge now.¿ the rep also stated that the extensions that are registered to the patient have been removed, and that they were for the trial. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.